Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the device exhibited low pacing impedance, high capture threshold, and poor sensing. During repositioning, it was noted the helix of the leadless pacemaker was stretched. The patient was symptomatic of ectopy during procedure. The reported leadless pacemaker was not installed and the procedure was completed on with an alternative leadless pacemaker during procedure on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of capturing problem, sensing problem and impedance problem were not confirmed. Visual inspection showed that the helix was stretched out of specification consistent with having occurred during procedure. Telemetry, pacing, sensing, impedance and output features were analyzed, and the device exhibited normal electrical characteristics without any anomalies.